Event description:
Boston scientific received information that this implantable cardioverter defibrillator caused a latitude red alert to be declared due to a low out of range shock impedance measurement. The right ventricular lead is a competitor lead. During a follow up visit, the lead shock impedence was 55 ohms and, in past days, impedence was between 45 to 56 ohms (in range). Only on (B)(6) 2011, there was an incorrect measurement. The patient has made several movements with arms, however, there has been no change in impedence value or morphology on the shock channel (no noise present). The patient will be monitored closely. The device remains implanted with no change. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.